Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available. PMA/510(k) number: k101880.

Event description:
Doctor reported implant fracture at tooth site 36. Patient has good bone quality.

Manufacturer narrative:
One (1) imp,tsv,mcol mg,4.7mm,11.5mml (tsvmwb11) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 36 (fdi) and was used for approximately 5 years 3 months. The customer did provide one (1) x-ray. The x-ray showed the implant fractured at the collar region. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. Information identified: contraindications, warnings. DHR review: DHR review was completed for the subject lot number (62284002). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62284002) for similar event and two (2) other complaints were identified, (B)(4). Review completed utilizing keywords: fracture : implant. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture : implant) or product (tsvmwb11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed via x-ray.

Event description:
There is no update to the original complaint description provided.